Manufacturer narrative:
The insulin pump alarmed a33 error during basic occlusion test and unable to prime at 4 pounds during prime test due to protruded loose drive support disk. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer's blood glucose level was 293 mg/dl. Customer stated that she cannot get it to register insulin and the insulin is shooting across the room. Customer lost 100 units of insulin waiting to see the numbers come up on screen, but the numbers never appeared. Customer stated that the insulin is squirting during the manual prime process. Customer had a compromised force sensor system. Customer stated that the drive support cap was sticking out. Customer was advised to discontinue use of the pump. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan per health care professional's instructions. No additional information provided.